Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) examined the system onsite and identified drive motor slip error was displayed on the monitor. Upon inspection, fse found debris and bearing grease on the rail. The philips engineer cleaned the rail and ensured stand drives fill length of rail. After which, the system returned to use in good working the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexarm movement stopped unexpectedly. No harm was reported to philips. Philips has started an investigation of this complaint.